Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter healthcare corporate product surveillance one (1) continu-flo solution set with duo-vent spike for which back flow into the primary bag is reported during patient infusion. Per the report, a female patient was admitted to the hospital (B)(6) 2013 for labor induction and had an unscheduled cesarean section on (B)(6) 2013 at 9:00 pm. The procedure was successful and the infant was full term. The customer observed that the patient had a temperature during the delivery. Three antibiotics (ampicillin, clindamycin and gentamicin) were ordered for the patient. Per the report, the sigma spectrum pump height was "waist level" and the pump was "probably" programmed in dose mode with the primary running lactated ringers at 125 ml/hr. The primary bag was lowered "about 2-2.5 feet" below the secondary bags on the IV pole, which was set to an unknown height. The secondary set was attached to the primary at the first y-site below the drip chamber. At 1:00 am, the nurse hung a secondary infusion of ampicillin programmed at a rate of 110 ml/hr. The customer stated that the infusion "ran over an hour". The attending nurse "felt like it ran in too fast". At 4:45 am, the nurse hung a secondary infusion of clindamycin set at 112 ml/hr and observed "the secondary line running way too fast so they switched the primary line to new tubing and it seemed to work fine". The nurse speculated that the back check valve on the primary set was broken and that the drug was backing up into the primary bag. The slide clamp of the primary tubing was inserted in the pump during the event. The customer does not know if the primary line was unclamped when the event occurred. Per the report, the secondary clindamycin "poured out of the bag" when the secondary roller clamp was opened. The nurse detected the problem immediately and changed the primary IV tubing without further event. Per the report, no free flow occurred to the patient. The patient was discharged on the expected date of (B)(6) 2013. There is patient involvement; however there is no report of patient harm. The customer reported that the nurse involved in the event had been trained in the use of the sigma pump and did a competency test as part of her training. The customer stated that no problem is alleged for the sigma pump, serial number unknown, used in the event. No further information is available.